Event description:
Caller states she found customer unconscious and had a seizure at approximately 21:00. The caller did not test the customer's blood sugar at this time. The caller contacted an ambulance; customer tested by the ambulance attendant and 15.0 mmol/l on the performa system was obtained, then "straight away" tested 7.0 mmol/l on the professional meter. Customer tested 7.0 mmol/l on a second professional meter, and 3.0 mmol/l on a third professional meter. Customer was treated with 2 packets of glutose 15, and later toast, lucozade, and a glass of (B)(6). Sometime later customer tested 7.0 mmol/l on the professional meter and no longer required professional medical treatment. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.